Manufacturer narrative:
No patient involvement. The alleged discolored reaction vessels (rvs) were not available for evaluation by the manufacturer. Per the dxi service manual (pn b13861 ver. Ag), the luminometer measures light output of samples post substrate addition. The luminometer reads this light and creates a signal of pulses. These pulses are counted by electronic circuitry and converted to relative light units (rlus). If the transmission of the light, produced by the reaction, was impeded by unintended darker color rvs, this may potentially result in a loss of signal, and artificially depressed rlus; possibly resulting in the generation of an erroneous result. The cause of the discolored rvs is currently unknown.. The reported event has the potential to cause the analyzer to generate erroneous patient results; however, there is no indication that this potential was realized in this instance (B)(4).

Event description:
The customer reported receiving reaction vessels (rvs) consumables container bag wherein some rvs appeared discolored and darker than normal for intended use on the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)) the customer did not use the rvs on the labratory's unicel dxi 800 access immunoassay system, and there were no erroneous results generated in association with this event. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was not dispatched in association with this event.